Event description:
It was reported that the catheter broke/separated after placement. "Went to flush 22g IV in patients left forearm and it immediately sprayed saline out of IV site; upon inspection it was noted that cannula was broken off at the hub of IV. Palpation noted no real firm area surrounding site. Anesthesia then used ultrasound at site to try and locate cannula and noted an area that could be cannula/clot, difficult to determine. Surgeon notified. IV cannula snapped off at hub and in vein. Permanent damage to a body structure."

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
No additional information.

Manufacturer narrative:
Correction: b.1-2. Adverse type; required intervention investigation summary: a complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the appropriate risk management documentation the root cause was not concluded due to unavailability of batch information.